Event description:
Approximately 2 hours into treatment, the pt called for help and the nursing staff found that the venous line had separated. The system was cleaned and reconnected. Approximate blood loss 400-600. Pt's vital signs remained stable. Pt was given 300cc ns and suffered hypoglycemia and was given dextrose. Pt was discharged after treatment in stable condition and suffered no add'l ill effects. The sample was discarded. Questionaire faxed to customer on 1-17-00.